Event description:
It was reported that a catheter issue occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for use in the ultrasound examination. During the procedure, the segment from the tip to the transducer was separated from the opticross hd within the guiding catheter. Both the separated segment and the opticross hd catheter were successfully removed. The procedure was completed with another device of the same device. The patient condition following the procedure was good.

Event description:
It was reported that a catheter issue occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for use in the ultrasound examination. During the procedure, the segment from the tip to the transducer was separated from the opticross hd within the guiding catheter. Both the separated segment and the opticross hd catheter were successfully removed. The procedure was completed with another device of the same device. The patient condition following the procedure was good.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath assembly was kinked. Microscopic inspection revealed the tip was stretched and partially detached, and the imaging window was kinked and accordioned.